Event description:
It was reported to boston scientific in 2007, that a ultraflex covered ng esophageal stent was used for a gastroscopy and an insertion of a metal stent procedure in a female patient ( weight unknown) the same day. According to the complainant, "the physician started to deploy the stent, with the distal end of the catheter initially "fish tailing" in the patients stomach. Deployment of the stent continued with the stent catheter starting to bow back on itself slightly and then increased significantly so the stent was deployed back on itself." The physician completed the procedure with a second ultraflex covered ng esophageal stent. No patient complications were reported as a result of this issue.

Manufacturer narrative:
The device has not been returned, therefore, a device analysis cannot be performed, thus the cause of the reported event is unknown. A review of the device history record for the pertinent lot was performed; no anomalies were noted.